Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. There is no product available for evaluation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 65 days (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was presented to an outlying heart failure/vad clinic on (B)(6) 2018 and was noted to be tachycardiac with rates in the 140's. The patient was given changes to medication. The patient was started on metoprolol 50mg with cardioinversion on (B)(6) 2019. Patient reported for cardioversion, but was in sinus rhythm. Cardioinversion was cancelled. Patient was sent home with no cardioversion, but was told to continue metoprolol 50mg until next visit.